Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of transmission, it was found that the implantable cardioverter defibrillator (ICD) exhibited post-paced t-wave over-sensing. No intervention was performed. Patient condition was stable.

Manufacturer narrative:
Correction: "g3 - date received by manufacturer" reported previously in MDR-2022-22783-01 submitted on 19 jul 2023 should have been "7 jul 2023" rather than "7 jul 2022."

Event description:
New information received notes that the patient presented remotely via merlin.net. Upon review of transmission, it was found that post-paced t-wave over-sensing had re-exhibited on the implantable cardioverter defibrillator. No intervention was performed. Patient condition was stable.